Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user had a poor technique.

Event description:
Consumer reported complaint for lo blood glucose test results. The customer's expected fasting blood glucose test result range is 70 to 90 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored in the kitchen, and not retained in the original vial (customer placed them in a ziploc bag). The test strip lot # is not known since the vial was discarded. The test results from meter memory were reviewed (date / time not set): (B)(6). Adverse event not reported.